Event description:
On (B)(6) 2012, the reporter contacted animas and stated that when the patient awoke, he experienced a blood glucose (bg) value of 315mg/dl and was thirsty and felt "high". The patient was reportedly treated via correction injection. The reporter stated that the patient's bg event was due to corrosion found to the battery compartment which caused the pump not to power on. The corrosion was reportedly noticed a week ago and the patient was still using the pump. It was indicated that after the patient went swimming and the reporter dried out the battery compartment, there was reportedly corrosion and rusty liquid found inside the battery compartment. It was also noted that there was moisture found on the battery cap and the battery was split. Customer support (cs) advised the reporter that the patient discontinue the use of the pump. The pump is being returned for troubleshooting. This complaint is being reported due the patient's hyperglycemic event while using insulin pump therapy and the due to the allegation that there was corrosion found in the battery compartment causing the pump to not power on.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2012-device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2012 with the following findings: visual inspection revealed a cracked battery compartment and corrosion inside the battery compartment. There was no damage observed to the battery cap. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A review of the black box history indicated that rebooting had occurred on (B)(6) 2012. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. The pump was exercised for 24 hours with no power issues occurring. Investigation revealed a battery compartment leak. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.